Event description:
Clear substance noted in barrel of syringes. Appears to be lubricant that is visible and moves within the barrel of syringe when plunger is moved. Reported to the company who opened a complaint. They will send mailer by 04/09/10 so that we may return syringes to them for qa analysis. No known injury has resulted from the use of these syringes. Diagnosis: immunizations.